Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: b1, b3, b5, d5, e3, g6, and annex f, a, and b. This cause of the injury was unknown and not attributable to a technical error, but rather occurred during rapid forceps manipulation or possibly caused by arcing. Per the author, the patient was transition to laparotomy. The cardiac surgeon treated the common iliac artery injury and performed a blood transfusion. 4570 cc. 10 units of red blood cell transfusion. 6 units of ffp. 10 units of platelets. Cell saver: a procedure was performed to return the blood loss to the body. There were no aftereffects, and the patient was doing well after the surgery. There has been no recurrence in a checkup as of (B)(6) 2025.

Manufacturer narrative:
A system log review was not performed since there is insufficient or unconfirmed event information. Median age: 55 years. Bmi: 22.1 and 24.4 +/- 4.57. Citation: yanazume, s., kobayashi, h., ushiwaka, t., togami, s., & kamio, m. (2024). Robotic dual-docking surgery for para-aortic lymphadenectomy in endometrial cancer: a prospective feasibility study. International journal of clinical oncology, 30(2), 358-370. Https://doi.org/10.1007/s10147-024-02635-8.

Event description:
A review was conducted of a literature article that aimed to assess robotic dual-docking surgery for para aortic lymphadenectomy in endometrial cancer. This prospective, single-center study was designed to verify the feasibility and safety of dual-docking surgery performed using the da vinci xi surgical system in cases between march 2017 and december 2021. There were 15 patients with a mean age of 55 years (range = 28¿72) and mean weight of 59 kg (range = 46¿94). Surgery was successfully completed except in one case, which was converted to laparotomy. Complications included a right common iliac vein injury, which could not be controlled using robotic surgery and resulted with a conversion to laparotomy. According to the article, this injury was not attributed to a technical error but had occurred during rapid forceps manipulation. There was a right renal artery injury that resulted in a laparoscopic right nephrectomy. There was also a resection of the rectal surface and a lavage of the pelvic cavity for a pelvic abscess. Although the study was limited to a small number of patients and the inclusion of a large range of body types, the authors concluded that dual-docking surgery for endometrial cancer has the potential to be a standard procedure for robotic endometrial cancer surgery and that the novelty of dual-docking surgery is that it provides a suitable port placement arrangement.